Manufacturer narrative:
No lot number was reported; therefore, no batch record review was performed. There were no trends detected for complaint categories, death or multi-organ failure. An (B)(6) year old with grade 3 acute gvhd of mds died of multi-organ failure. Pt only had 4 ecp treatments. This case is serious and not related to ecp therapy. Therakos is reporting this out of an abundance of caution. (B)(4).

Event description:
Event reported in a literature article: journal of pediatric hematology/oncology 2014; 00:000-000. Accepted for publication october 3, 2014. 'Safety and outcomes of extracorporeal photopheresis with the therakos cellex system for graft-versus-host-disease in pediatric pts". An (B)(6) year old boy, one of four pts (all four with liver involvement) in a retrospective review of twelve pediatric pts that failed to respond to the treatment and died of multi-organ failure, no steroid tapering. Hsct indication: mds, myelodysplastic syndrome. Donor: mud, matched unrelated donor ((B)(6)). Stem cell: bm, bone marrow. Onset of gvhd (wk): gvhd treatment (pre-ecp): csa (cyclosporine), tacr (tacrolimus), mmf (mycophenolate mofetil), mp (methylprednisolone), atg (antithymocyte globulin). Interval between onset of gvhd and ecp (wk): gvhd type: acute (biopsy proven). Affected organs (stage in agvhd, score in cgvhd): skin (3), gis gastrointestinal (4), liver (3). Degree of gvhd: grade 3 acute gvhd. Improvement: no improvement. Ecp procedures: gvhd treatment during ecp: tacr, mp. Beginning of improvement (if any) (number of procedures): - survival: expired. Current status: died of multi-organ failure, no steroid tapering. Date of death was not reported.